Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported blood glucose level was in the mid 200's (mg/dl). A correction bolus was delivered to address bg level. Reportedly, the customer cleared the alarm and resumed insulin delivery. The customer declined troubleshooting from tandem technical support and reported that the alarms had not reoccurred.